Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was torn around the ok button exposing the key contact. The keypad buttons were found to be intermittently responsive and required multiple button presses and increased force to elicit a response. Contamination was also found under the button key contacts. The text on the display screen was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the keypad was torn around the ok button exposing the key contact. The keypad buttons were found to be intermittently responsive and required multiple button presses and increased force to elicit a response. Contamination was also found under the button key contacts. The text on the display screen was also found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.